Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The caller had a damaged recharger. Patient reported that the rtm is heating up and paddle was burning their skin and there were cracks in the rubber. Patient did not know if the paddle had left any marks on their skin. Patient mentioned that they started to noticed that the recharger is burning their skin for "maybe a month". Patient stated that they fell asleep on the paddle trying to charge the implanted neurostimulator. Patient mentioned that they had a battery pack sent to them last week. Patient mentioned they just turned the device off because it wasn't recharging the device in their back. Patient stated that the manufacturer representative (rep) is not helpful. Pt called back and has the rtm with them and read the serial numbers off rtm, and said there are hairline cracks where the cord goes into the paddle. Pt says the ins only charges up to 30 percent. They also said they were seeing another code but doesn't remember what it said but thinks it was a software problem screen. Pt is upset that the rep made them call manufacturer about this issue.